Manufacturer narrative:
Patient had surgery to confirmed high impedance event and device was replaced.

Event description:
A reporter distributor reported based on information from a surgeon in (B)(6) that during an initial vns implant the patient had high lead impedance. The generator was explanted and returned for analysis and no device issues were noted. Through further investigation it was determined that likely the patient's generator was not explanted on the same day as implant but two days later. Programming history database review revealed that m102 sn (B)(4) was interrogated two days after the initial implant, meaning that the issue did not resolve during the surgery. Therefore, the high impedance event seemed to have occured postoperatively as well as intraoperatively. It appears that patient had initial implant surgery on (B)(6) 2004 where m102 sn (B)(4) was connected to lead m302-20 sn (B)(4). High impedance was present on all diagnostic testing with this generator (11214), and did not resolve. Then, two days later on (B)(6) 2004, it appears that the generator was replaced with m102, sn (B)(4) and initial system diagnostic testing was high impedance, and a generator diagnostic test was high impedance. The next system diagnostic test performed on (B)(6) 2004 were all within normal limits. (Ok/ok/dcdc 1). The patient's explanted generator was returned for analysis and met final electrical test specifications. No anomalies that would adversely affect device function or performance were found.